Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. The customer¿s blood glucose level during the incident was 800 mg/dl. Their doctor told them to revert to insulin pen. The customer reported that their blood glucose levels were normal when they use manual injections. The customer¿s current blood glucose level was 230 mg/dl. Troubleshooting was performed. There was no malfunction noted from the insulin pump. The device will not be returned for analysis.